Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the evaluation of the returned device. The subject device was returned to olympus medical systems corp. (Omsc) for investigation. The needle tube was fractured at 14mm from the distal end. The shape of the fractured surface was crushed. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. Based on the evaluation result of the subject device and the past similar cases, it is known that the crushing and the fracture of the needle tube were caused by stress applied to straighten the bent needle tube for unspecified reason. It is known that a deterioration of metal strength was caused by repetitively bending and straitening the subject device. It is surmised that the referenced malfunction was most likely to occur for the above reason. The instruction manual of the subject device warns; *when inserting the instrument into the endoscope, the distal end of the needle tube may be bent. When piercing the target, confirm the distal end of the sheath and needle tube in the endoscopic field of view and/or ultrasound image while considering such bending. Otherwise, patient injury such as perforation, bleeding, or mucous membrane damage may occur. Do not try to straighten a bent or deformed needle with your hands because the needle may break. Use a spare needle instead. This report is being submitted as a medical device report in an abundance of caution.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for investigation. The exact cause could not be conclusively determined. As the result of checking the manufacturing record of the same lot, there was nothing abnormal detected. A supplemental report will be submitted, if additional and significant information becomes available at a later time.

Event description:
It was informed that during an endobronchial ultrasound-guided transbronchial needle aspiration, resistance was encountered while withdrawing the stylet. The doctor withdrew the stylet, and kept aspirating. But, when withdrawing the device, the doctor confirmed that the needle tube of the subject device broke and the distal tip fractured, separated, and remained piercing in the patient body. The doctor changed the scope and retrieved the fragment with the grasping forceps. The doctor completed the procedure with another device. There was no other patient injury regarding this report. The doctor commented that the needle tube might be given the stress due to pushing the scope while aspiration.